Manufacturer narrative:
Additional information received on (B)(6) 2019 identified that an abutment screw fractured and this implant had to be removed. The implant was damaged during the removal of the fractured screw. No further medwatch submissions will be sent for this implant as it will be reported as a concomitant device under the medwatch for the fractured screw.

Event description:
Additional information received on (B)(6) 2019 identified that an abutment screw fractured and this implant had to be removed. The implant was damaged during the removal of the fractured screw.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided / unknown, reporter's last name and email not provided / unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured and was removed.